Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a cartridge alarm 05 occurred and an occlusion alarm occurred. Customer changed supplies to address the issue and insulin delivery was resumed. Customer's blood glucose level was 255 mg/dl.